Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm and declined to upload the pump in order for tandem technical support to verify the allegation. Customer¿s blood glucose (bg) level ranged from 49 to 122 mg/dl. Cause of the low bg was unknown. Customer consumed carbohydrates to address bg. Customer declined further troubleshooting for the reported issues; therefore, no additional information was able to be obtained.